Event description:
It was reported that a home patient (hp) had received a system error (se) 2240 (air in line) alarm. This occurred on the homechoice (hc) device during drain 4 of 4. Technical service representative (tsr) instructed the home patient (hp) to cycle the power to clear the alarm and explained the alarm. The hp had disconnected incorrectly during dwell and reconnected after the drain started. There was no adverse event associated with this report.

Manufacturer narrative:
(B)(4). The hp had improperly disconnected from the set, which is a user error. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from cycler during an emergency and explains how to reconnect to therapy after properly disconnecting. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.